Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08720 inches. No excessive no delivery alarm noted. However, insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, missing end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 435 mg/dl. Customer's blood glucose reading was 235 mg/dl at the time of call. Customer reported that the insulin pump button was sticking and would alarm no delivery. The customer experienced symptoms such as dehydration. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer will call back to further troubleshoot. The insulin pump will be returned for analysis.